Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support high purge pressure was noted. The pc was replaced, but the high purge pressure remained. Tissue plasminogen activator and pump replacement were discussed. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of high purge pressure has been completed. Based on data logs and returned product, the root cause of the high purge pressure was determined to most likely be biomaterial build up. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26357 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26357.